Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a separation. The tubing set was being used to deliver an unspecified volume of blood at an unspecified rate. After an unspecified length of time, it was reported that the tubing separated from an unspecified location of the tubing set cylinder. An unspecified volume of the blood spilled onto the floor. The tubing set was replaced and the therapy was resumed. It was reported that due to the volume of blood that was lost in the spill, the patient did not receive all of the ordered volume of blood; however, there were no reported adverse patient effects and no reported delay of therapy critical to the patient. No medical interventions were reported. Though requested, no additional information was provided.